Event description:
It was reported that perforation, pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 31mm watchman flx closure device and delivery system (wds) was advanced. The wds was deployed and recaptured. Upon recapture, there was an immediate drop in blood pressure and an effusion sweep was performed, revealing a pe. The wds was redeployed and a pericardiocentesis was performed. The patient was not stable, and the surgical team was called in. The wds was fully recaptured and removed. Surgical intervention was performed. A perforation was identified on the back wall of the laa and the laa was ligated. The physicians suspect the perforation was caused by the closure device going through the back wall of the laa during the first deployment. The patient was discharged and recovering well.